Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1934bcf-2 serial/batch number (B)(6) was received for investigation. The functional testing was not performed due to the damaged to the device. Upon visual inspection, damage was noted; a piece of the bio had broken off and remained lodged inside the device's shaft. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/29/2024, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 biocomposite suturetak anchor fell off the inserter when retrieving the pole. The anchor broke off inside the patient and all the broken fragments were successfully retrieved. The case was completed using another ar-1934bcf-2 biocomposite suturetak. The case was delayed ten minutes without additional anesthesia. This was discovered during a shoulder glenoid lip repair procedure on (B)(6) 2024.